Event description:
Reportedly, the instrument was fired however it could not be removed after being opened. The tilt top and handle were reported as defective. It was also stated that the instrument did not cut. Applied a new device. No pt injury.